Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture tensioning.

Event description:
On 08/26/2021, it was reported by a sales representative via e-mail that during a case an ar-3670 fibertak® the proper technique was performed to drill, insert, and set the anchor. The surgeon then stitched the biceps tendon in the usual manner. Upon tensioning the anchor pulled out of the drill hole. The surgeon was able to complete the case using a proximal tenodesis kit. He re drilled with the spade tip pin, and threaded the existing suture tails into the proximal tenodesis button. No harm was done to the patient.